Event description:
Pump set leaked paclitaxel on caregiver.

Event description:
1. Reported complaint. Spike disconnecting from bag. 2. Quantity and condition of sample(s). We have not received any sample or picture for investigation 3. Concerned product code / batch. Infusion set vl st 00/m46441000s/32272371. 4. Investigation report. We did not receive any sample or picture, which showed the complaint reason. Based on the reason for the complaint, we have visually inspected all retain samples and see no defects. We did the free flow and tightness test with one retain sample and we did not notice any abnormalities. In the next step, we made a tensil test and did not find any irregularities. Additionally, we measured the dimension of spike by using optomes device and the obtained result was according to the product specification. Review of batch documentation did not show any deviations related to the complaint reason. As we have not received the complaint sample a more detailed investigation is not possible and therefore we are not able to confirm if complaint reason is related to the production process or material fault. This is a third complaint reported for this batch number. Nevertheless, the first with this kind of failure. 5. Root cause; not determined, as no defects have been found during investigation performed on the retain samples. Further, no irregularities detected during review of production documentation. Our set was connected to other product and without information about what product it was and how it was connected, we are not able to define the cause. Additionally, disconnection occurred during a line flushing-the main infusion was completed. No problems were reported while creating the configuration, so handling failure also cannot be excluded. Without the affected sample a more detailed investigation is unfortunately not possible. 6. Corrective action. A corrective and preventive actions is not necessary as we are not able to determine the root cause of failure. Moreover, a handling error in this case cannot be excluded. 7. Conclusion; based on these results we cannot confirm this complaint.